Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device- 8 months, and 29 days. A specific cause for the patient¿s infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), and the reported fever and leukocytosis could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas . The heartmate 3 lvas instruction for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2018 when he developed fever and leukocytosis. Blood cultures and cultures from the driveline came back positive for infection (staph), and patient was started on intravenous (IV) ancef and vancomycin. Vancomycin was stopped on (B)(6) 2018. Repeat cultures taken after the start of antibiotics came back negative. Repeat CT scan of the abdomen was obtained that showed a stable small trace of fluid collection to the proximal aspect of the outflow cannula on (B)(6) 2018. It was stated that the patient will require oral antibiotic suppression indefinitely once he is discharged. No additional information has been provided.

Event description:
Additional information received (B)(6) 2019 reported the patient was discharged home on (B)(6) 2018. Ancef was stopped and patient was switched to oral cefadroxil for long term suppression. Cefadroxil dosage was increased on (B)(6) 2019 since he had recovery of renal system. Patient instructed to take 1000mg twice per day. Actions taken include oral and parenteral antibiotics. Reported as ongoing. No additional information was provided.